Manufacturer narrative:
Product was returned for evaluation; other / not able to duplicate issue / evaled with senior repair technician/found no manufacturing defects/only found damaged right footboard/possibly damaged in shipping.

Event description:
The dealer stated the footplates are cracked.

Event description:
The dealer stated the footplates are cracked.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.